Event description:
Treatment provider stated that titan xl handpiece had caused a burn. Treatment provider refused to give any treatment information. Treatment provider refused to return the titan xl handpieces back to cutera as required by FDA class ii recall. Dates of use: (B)(6) 2008 -- (B)(6) 2010.